Manufacturer narrative:
The tip cover and mcs instrument have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, isi contacted the initial reporter of this complaint. The initial reporter indicated that a hole formed a ¼ from the tip of the mcs tip cover accessory when the arcing event occurred. The monopolar curved scissors (mcs) instrument, tip cover accessory, and cannula were all inspected prior to use. The initial reporter indicated that an isi tip cover installation tool was used to install the tip cover onto the mcs instrument and she denied that electrolube was applied to the instrument prior to installation of the tip cover. The initial reporter also denied that the mcs instrument collided with any other instruments during the surgical procedure. The initial reporter was unable to provide details concerning what surgical task the surgeon was performing when arcing occurred or what other instruments were being used when arcing occurred. The initial reporter did not know if a pin gage tool was used to inspect the cannula.

Event description:
It was reported that prior to starting a da vinci si hysterectomy with bilateral salpingo-oophorectomy (bso) procedure, the surgical staff reported that the mcs tip cover accessory installed on the monopolar curved scissors instrument melted and a hole formed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.